Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft rupture occurred. The target lesion was located in a fistula. A 6.0 x 20, 75 cm mustang¿ balloon catheter was advanced to dilate the lesion. During the first inflation, the proximal end of the shaft inflated which cause the catheter material to burst. The device was completely removed. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft rupture occurred. The target lesion was located in a fistula. A 6.0 x 20, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. During the first inflation, the proximal end of the shaft inflated which cause the catheter material to burst. The device was completely removed. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified a rupture in the catheter 625mm distal to the strain relief. The rupture was approximately 7mm in length and severe stretching damage was noted both proximal and distal to the rupture. This stretching damage is consistent with excessive force being applied to the delivery system. In order to identify which part of the lumen was affected the investigator loaded the device successfully onto a 0.035inch guidewire and no issues were noted with the guidewire lumen. The investigator then attached the device to an encore inflation unit to establish if the inflation lumen was affected. Positive pressure was applied however the device could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted escaping from the rupture observed on the catheter, this indicates that the inflation lumen was damaged. Balloon inflation could not be performed as most of the inflation liquid leaked from the rupture site. A microscopic examination of the rupture site identified that the shaft burst from the inside out. No issues were noted with the catheter that could have contributed to the complaint incident. The balloon was unfolded which indicates it had been subjected to positive pressure. Due to the shaft rupture it was not possible to inflate the balloon however a visual and microscopic examination identified no damage or any issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the markerbands or tip that could have contributed to the complaint incident. No issues were identified during the product analysis. This batch was manufactured within process requirements and there is no evidence that the device failed to meet specification. The most probable root cause was unable to be determined. (B)(4).